Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set and cartridge and resumed insulin. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.